Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing is disconnecting and causing a leak during patient use. They have had to make it part of their practice to check all connections prior to starting an infusion to prevent the disconnects. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing disconnected and leaked was confirmed. Visual inspection of the set showed a separation at the engagement of the manually mated male luer and proximal female luer components (i.e. This is not a bonded connection). The separated luer components were securely reconnected to each other. Functional testing and pressure testing then resulted in no leaking or separations. The cause of the leak is the set connections not being fully secured before use.